Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient went to clinic after a month and a half with fistula. There was bone loss and suppuration. Implant is removed, curettage is done and will have to wait 2 months for implant replacement.